Manufacturer narrative:
This is one event (cerebrovascular) of two events reported on the same pt involving three separate products; associated mdrs number 1225714-2014-00912, 1225714-2014-00913 and 1225714-2014-00914, 2937457-2014-00391 and 2937457-2014-00392.

Event description:
The plaintiff's attorney alleged that the decedent experienced a cerebrovascular event on (B)(6) 2008 and subsequently expired on (B)(6) 2008 after the use of the product.